Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Update rec'd 1/20/15 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the sleeve and stem. The information received does not change the MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.   This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient had pain, disability and was physically damaged from exposure to chromium and cobalt after asr hip implant. Update rec¿d (B)(6) 2014 - medical records received. Patient revised to address cup loosening and metallosis. Upon revision, golden clear fluid, black tissue staining, foreign body-like granulomatous reactivity, and corrosion at the trunnion were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: (B)(6) 2014.